Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in australia: "overinfusion." According to the customer: "reason of complaint: pump ran too quickly. 19.15h instead of 24h."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Sample evaluation: received one sample of easypump ii lt 270-27-s without original packaging. The batch number on the big bottom cap of the sample was 22d24ge221. Visual inspection: upon inspection, observed the filling port was observed crack. Crack at filling port is a known defect and is addressed in CAPA. Flow rate test: the sample was decontaminated and sent for flow rate test. Result: the flow rate deviation from nominal flow rate for received sample was 6.71%. The flow rate of received sample was within the specification of ±15% deviation from nominal flow rate. Conclusion: as the complaint on overinfusion was not observed on the returned sample, hence, complaint is not confirmed. Device history record (DHR): reviewed the DHR for batch 22d24ge221, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.